Manufacturer narrative:
This report is submitted on august 28, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced skin issues at the abutment site and subsequently was treated with oral antibiotics and a topical steroid (date not reported).

Manufacturer narrative:
This report is filed on november 30, 2018.